Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 37", "system fault 39", "defib disabled", "pacer fault 116", and "paddle fault" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation, and this complaint is still under investigation.